Event description:
Description of event: provider and support staff had difficulty passing eus needle through the scope and the stylet through the eus needle. Staff stated it felt as if the stylet was too large to fit inside the needle. (B)(4)- this complaint) syringe came out of the package with damage and was unusable (B)(4).] Patient outcome: no patient impact reported. 31may2024 patient/event info - notes: the following information has been requested via email on 30may2024. 30may2024 the following information has been received via email on 30may2024. 31may2024 -are images of the device or procedure available? No -if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? No kink or bend was visualized by staff, however, one was suspected to be under the sheath extender -were any other defects (other than the complaint issue) observed on the device prior to return (eg kink)? No -please specify if yes -if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. -if the device is a procore needle, is the device damage located at the notch / core trap? No -if no, please specify where the damage is located: damage is suspected to be under the sheath extender -was gaining access to the target site difficult? No -was the device used in a tortuous position? No -was puncture of the target site difficult? Provider reported mild difficultly making the initial puncture -please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc) head of pancreas -if the lungs, which lymph node was being targeted? Eg r, r, l etc -please describe the size of the intended target site unknown -was the device damaged in packaging prior to removal? Unknown -was the device damaged on removal from packaging? No -was force required to remove the device? Yes, provider reported that there was mild additional difficulty on removal -did the patient require any additional procedures as a result of this event? No -what intervention (if any) was required? Switched to new procore needle of same g number worked without difficulty -was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure -were any other defects observed on the device prior to return (eg kinks, bends, breaks etc)? No -if yes, please specify what was observed and where on the device it was observed -what is the scope manufacturer and model number that was used? Olympus uct-180 -was resistance felt while inserting the device through the scope? Yes -was the scope recently serviced / repaired? Unknown -when was the issued with the product noted? -on advancement of the sheath/needle -on needle retraction? -was the syringe used during the procedure, after the stylet was removed? Syringe came out of the package with damage and was unusable -was difficulty experienced while retracting the needle? Yes -was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes -was the endoscope in a flexed or twisted position at any time during the procedure? Yes -was the stylet partially removed when advancing the needle into the target site? Yes -how many samples were obtained (passes completed) with this needle? One -was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No -was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No -when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No -if an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a -if not with the device in question, how was the procedure performed and/or finished? Switched to new procore needle of same g number worked without difficulty.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 14 nov 2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to pr (B)(4). Manufacturing records prior to distribution, all echo-hd-25-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-c of lot number c2156852 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." And "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. Definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. The answer to the additional questions indicates that the stylet was partially removed when advancing into the target site, also no kink or bend was visualized by staff, however, one was suspected to be under the sheath extender, that would explain the difficulty "passing eus needle through the scope and the stylet through the eus needle" encountered by the user highlighted in the description of event. As the stylet provides support to the needle for puncture this could have cascade the effect on the suspected needle kink. Use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.